Event description:
During an incident involving a male pt in cardiac arrest, this defibrillator prompted "needs service, kayboard" after analyzing the pt's rhythm as no shock indicated." The unit was powered off and back on and the prompt was gone. There was no compromise to pt care. The pt was flatine and was pronounced at the hosp.